Manufacturer narrative:
The device is not available for evaluation. Evaluation has been completed based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The detergent lines on the subject equipment were clogged after taking it out of long term storage. The subject equipment has not been used for a year and had not been prepared for long term storage. The root cause of the event is likely that the user did not read instructions for use thoroughly and did not have enough knowledge on equipment. The instructions for use includes the following statements that can prevent the event: 7.16 preparing the reprocessor for long-term storage: when the equipment will be stored for more than 14 days, follow the procedure described in this section.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The facility was not able to get the detergent line unclogged. The facility will get the device repaired and place it back on long term storage.

Event description:
As reported for this event by the customer, when the device was back into service after a year, the detergent line was found to be clogged after the filters of the device were changed. The device had not been prepared for long term storage before being pulled out of service. There is no patient involvement.

Manufacturer narrative:
Customer had called the technical assistance center (tac) for troubleshooting. Tac specialist instructed the customer to place the detergent cap in a container filled with sterile water and flush water through the detergent line. The customer was going to perform the prescribed troubleshooting and call back if needed. Additional information is not yet available from the customer. Device is not available for evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.